Event description:
Due to brown discoloration in the device's tubing, cardioquip suspected contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a technician. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended the device receive an internal water pathway replacement. Cardioquip performed the repair and inspected the device. Following the repair, the device passed inspection and is fully functional.